Event description:
It was reported that the patient presented for the implant of the left ventricular lead. During the procedure after the lead was placed in the coronary sinus, blood was observed to infiltrate the lead body tubing, suggestive of insulation damage. Capture anomaly and impedance variations were also observed. The procedure was successfully completed with the use of a replacement lead. There were no patient consequences.

Manufacturer narrative:
The reported events of capture anomaly, variable pacing impedance, and insulation damage were not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Manufacturer narrative:
The reported events of capture anomaly, variable pacing impedance, and insulation damage were not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements.